Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough evaluation. The cylinders were microscopically inspected and leak tested, both tests passed. The pump was microscopically inspected, leaked and functionally tested. The component did not pass the deflation test during functional evaluation. Both, the microscopic and leakage examinations, passed. Based on the information available and analysis results, the pump not passing the deflation test could have caused or contributed to the device being removed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions.

Event description:
It was reported that the pump and cylinders of an inflatable penile prosthesis (ipp) returned without any performance allegation. Upon analysis, it was noted the pump did not pass the functional testing. No further information was reported.

Event description:
It was reported that the pump and cylinders of an inflatable penile prosthesis (ipp) returned without any performance allegation. Upon analysis, it was noted the pump did not pass the functional testing. No further information was reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough evaluation. The cylinders were microscopically inspected and leak tested, both tests passed. The pump was microscopically inspected, leaked and functionally tested. The component did not pass the deflation test during functional evaluation. Both, the microscopic and leakage examinations, passed. Based on the information available and analysis results, the pump not passing the deflation test could have caused or contributed to the device being removed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions.